Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implant procedure, patient¿s distance vision was blurry and had dysphotopsia. The lens was exchanged for an unknown intraocular lens after the initial implant procedure. Additional information has been requested and received stating that in the surgeon's opinion, the product contribute to the event.

Manufacturer narrative:
The reporting facility did not provide a lot number or any identification of the product. The manufacturer internal reference number is: (B)(4).